Event description:
During the av node ablation procedure, there was a 999 impedance error when attempting to ablate which resulted in procedural delays. Prior to ablation, the impedance was within normal range. Swapping the grounding pad/port did not resolve the issue. The catheter was exchanged but this did not resolve the issue. The catheter was exchanged again, but without resolution to the issue. The generator and catheter were replaced by non-abbott devices (boston scientific) and the procedure was completed without patient consequences.

Manufacturer narrative:
Additional information: d9, g3, g6, h2, h3, h6. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be determined.